Event description:
The MFR has refined the criteria for making MDR decisions. Upon a retrospective review, the following event is now believed to be reportable: a customer returned a nim patient interface for service/repair stating ¿surgeon questioned output.¿ there was no suggestion of patient injury. The available info indicates that the device was not working properly, which could suggest an issue with the potential to cause injury to the patient by failing to identify a nerve and resultant damage by the surgeon. No further info is available and investigation and/or product analysis could not rule out the potential for a false negative response. The nim system has built in alarms and warnings to alert users of a system failure. At this time we are unable to confirm whether the customer was aware of such alerts. This reported event has no reference to an alarm or warning, therefore it must be assumed that an alarm or warning went undetected or did not occur.

Manufacturer narrative:
Testing/repair found that the unit incremented by itself. The stim control board was replaced. The unit was not responsive; the cable was replaced. The unit was tested and passed all mfg specifications. The nim system is intended for locating and identifying cranial and peripheral motor and mixed motor-sensory nerves during surgery, including spinal cord and spinal nerve roots. The nerve integrity monitor (nim) records electromyographic (emg) activity from muscles innervated by the affected nerve. The monitor will assist early nerve identification by providing the surgeon with a tool to help locate and identify the particular nerve at risk within the surgical field. It will continuously monitor emg activity from the muscles innervated by the nerve at risk to minimize trauma by alerting the surgeon when a particular nerve has been activated. The patient interface/cable provides the means for carrying electromyographic activity from the patient¿s innervated muscles to the console, an interface for carrying stimulation signals from the console to the stimulating probes/electrodes, and an interface to the console from the incrementing probe. When info suggests that the nim equipment malfunctions, it is assumed that the failure was device-related and may have gone undetected. In this case, the report in inconclusive as to the cause of field observation. Therefore, without info to reasonably suggest serious injury, or that medical intervention was required to preclude serious injury, we are filing this report as a product problem. The nim system does not prevent the surgical severing of nerves. If monitoring is compromised, the surgical practitioner must rely on alternate methods, or surgical skills, experience, and anatomical knowledge to prevent damage to nerves. This product was being used for treatment, not diagnosis. This product was being used for treatment, not diagnosis.